Event description:
The user facility reported an accessory to their 5085srt surgical table is not operating properly. No report of injury or procedural delays or cancellations.

Manufacturer narrative:
A steris service technician inspected the surgical table and found that the head rest accessory could not be installed properly to their 5085srt surgical table. The technician made proper adjustments so the head rest could be properly installed and returned the table to service. No additional issues have been reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.